Manufacturer narrative:
One battery was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log file revealed several momentary disconnections involving the battery within the analyzed period. Momentary disconnections will result in an audible beep/tone. Analysis of alarm log file revealed a critical battery alarm due to a communication error involving the battery. As a result, the reported "critical battery alarm" and "beeps" events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. The most likely root cause of the "critical battery alarm" event can be attributed to a communication error between the controller and batteries. The most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. An internal investigation evaluated momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: dtba1d1 ICD implanted: (B)(6) 2015 439688 lead implanted: (B)(6) 2011, 694765 lead implanted: (B)(6) 2011, 407652 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery had a critical battery alarm with a full charge and the patient heard "beeps" from the battery. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, h10 product event summary: four batteries and one battery charger were not returned for evaluation. A review of the (B)(6)'s manufacturing documentation confirmed that the associated battery charger met all requirements for release. Failure analysis of the devices was not performed since the units were not returned. As a result, the reported "blinking red and damaged indicator lights" event could not be confirmed. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed multiple instances involving (B)(6), (B)(6), and (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Further analysis revealed several momentary disconnections involving (B)(6), (B)(6), and (B)(6) within the analyzed period. Momentary disconnections will result in an audible tone or ¿beep¿. Analysis of the alarm log file revealed one critical battery alarm logged on (B)(6) 2018 due to a communication error involving (B)(6). As a result, the reported communication errors, critical battery alarm and "beeping" events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "blinking red and damaged indicator lights" event can be attributed, but not limited, to a component failure and/or to an assembly error. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the critical battery alarm can be attributed to a communication error. The most likely root cause of the reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. An internal investigation was completed to investigate momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650, catalog #: 1650, expiration date: 31-dec-2017, serial or lot#: (B)(6), UDI #: (B)(4), d10: no, h3: yes, h4: mfg date: 31-dec-2016, h5: no, h6: patient code(s): c76143, h6: device code(s): c63030, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12, 4307; d1: heartware ventricular assist system ¿ battery, d4: model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2017, serial or lot#: (B)(6), UDI #: (B)(4), d10: no, h3: yes, h4: mfg date: 31-jul-2016, h5: no, h6: patient code(s): c76143 h6: device code(s): c63030, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12, 4307; d1: heartware ventricular assist system ¿ battery d4: model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: unk, d10: no, h4: mfg date: unk, h5: no, h6: patient code(s): c76143, h6: device code(s): c63030. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that four batteries exhibited communication errors. Three batteries remain in use.